Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A non bsc guide wire was inserted and crossed the lesion utilizing a non bsc microcatheter for support. A second non bsc guide wire and the 2.5x15mm apex balloon catheter were then advanced through the non bsc guide catheter, with resistance noted. The apex balloon was placed at the distal end of the guide catheter and inflated once to 8atms in order to trap the first guide wire, so the microcatheter could then be removed separately. The apex was then advanced further over the second guide wire, but was unable to cross the lesion after several attempts. It was removed from the patient without issue and a balloon rupture was confirmed. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the balloon showed evidence of being inflated. The device was attached to an inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak at the distal edge of the distal marker band. There was no damage noted to the marker band. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred.the 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A non bsc guide wire was inserted and crossed the lesion utilizing a non bsc microcatheter for support. A second non bsc guide wire and the 2.5x15mm apex balloon catheter were then advanced through the non bsc guide catheter, with resistance noted. The apex balloon was placed at the distal end of the guide catheter and inflated once to 8atms in order to trap the first guide wire, so the microcatheter could then be removed separately. The apex was then advanced further over the second guide wire, but was unable to cross the lesion after several attempts. It was removed from the patient without issue and a balloon rupture was confirmed. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4)